Manufacturer narrative:
The up and down arrow button on the insulin pump had intermittent button response due to corroded keypad traces. No numbers noted during testing. The device was received with normal operating current, no alarms noted. During visual inspection no moisture damage was noted on the electronics, motor, battery tube, and vibrator assemblies. The following cosmetic damage was noted: broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window, and missing end cap sticker.

Event description:
Customer's mother reported via phone, she was attempting to program a bolus for the customer and the number kept scrolling. Customer removed the battery and when she reinserted it the device alarmed battery out limit. Customer's blood glucose was 212 mg/dl. Customer's mother stated the customer was caught by the rain storm earlier in the day. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.